Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  that the patient has not used or is not currently using the ins because the ins was not working. The caller did not have any additional information. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information.